Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned and upon triage it was noted that there are signs of thermal damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the scd express controller was performed for the reported condition of, "unknown¿. The unit was triaged and service found that there are signs of thermal damage . The unit was received without a battery and the unit was disassembled. Inspection found thermal damage on the power supply pcba. The pcba was found to be burned where the daughter card acn standoff meets the main power supply pcba. Further inspection found signs of damage and slight liquid ingress on the rear housing. Power supply liquid ingress resulted in minor to moderate pooling on the power board, and is the result of customer misuse. The liquid pooling on the power board likely corroded and weakened the solder connections where the daughter board standoffs are located. The weakened solder connections could have resulted in arcing or burning at that location which could have further led to other component damage or burning on the power board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.